Event description:
It was reported the device broke during a procedure. The surgeon is very experienced with the device. The device broke during impaction. It was reported no patient injury is alleged.

Manufacturer narrative:
Additional information received on february 12th 2016: the sales representative assumes the procedure was finished with the pip implant. The event maybe led to a very slight increase in surgery time (they would have to open another packet) ¿no more than 5 minutes. No consequences for the patient. The sales representative did not know the age or gender of the patient. The sales representative did not know which finger the implant was implanted. No pictures are available. Comments from the sales representative: "normally what happens is that the implant is placed in the bone cavity that has been prepared with the correct size broach. The implant is then place at the entrance to the cavity and using the correct impactor is impacted fully into the cavity. If the bone cuts (prior to broaching) have not been done correctly then the implant can break ¿ I am sure this is what would have happened here. The device would definitely have been in contact with the patient."

Manufacturer narrative:
Integra has completed their internal investigation on 29mar2016. The additional investigation activities included: methods: review of device history records. Review of complaint history. Results: the review of manufacturing records showed no evidence of nonconformance that could have caused or contributed to the reported defect. A review of complaints conducted in (B)(6) 2016 for pip implant fractures (both intra-op and post-op) during the previous 5 years showed (B)(4) complaints, not including this one. During this period of time there have been approximately (B)(4) units sold. The resulting overall rate of complaints is (B)(4)% ((B)(4)). A trend analysis of the yearly complaints conducted in (B)(6) 2016, showed it does not represent an adverse trend. Conclusion: the cause of the failure has been identified by the sales representative as resulting from improper bone cuts prior to broaching. However, other possibilities include impacting the unsupported head when the stem of the implant has not been fully inserted into the medullary canal due to an improperly prepared oblique osteotomy, or off-angle loading.